Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis avantic gen 2 system. During an interventional procedure, the user reported that the generator was out of tolerance and temperature errors were reported. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective collimator motor due to mechanical wear. If a slot diaphragm failure is detected, one or multiple error codes are displayed on the left monitor of the control panel of the c-arm system after each radiation release. This failure could lead to the slot diaphragm blades being closed more than intended. The potential exists for regions of interest to be covered by the slot diaphragm blades which could result in an acquired image which cannot be used for diagnosis. In addition, automatic dose control might increase kv and mas values due to the reduced field size. The patient could potentially receive more dose than intended. Therefore, the system reminds the user about the issue by the error message: "temporary slot diaphragm failure, which may lead to unnecessary radiation exposure if treatment is continued. Please confirm this failure before radiation can be released again. If the failure occurs frequently, inform service." According to the log files, the clinical use of the system was discontinued in the present case until the problem was solved. The service engineer (cse) reviewed the event log files and found the reported error messages related to the collimator. The investigation of the returned collimator showed a defective motor produced in august 2008 due to mechanical wear. The service engineer replaced the tube assembly collimator iso-c and adjusted it. After the replacement of the collimator the issue was resolved. No systematic issue in the installed base could be identified. Therefore no further corrective action is planned at this time.